Event description:
It was reported that the patient experienced chest pain at some point post implant procedure. On (B)(6) 2020, patient presented in hospital experiencing pneumothorax and pericardial effusion. Computerized tomography imaging showed the right ventricle lead to be protruding from the right ventricle apical area close to 10 mm. On (B)(6) 2020, the right ventricle lead was explanted and replaced. The patient experienced cardio-respiratory arrest during the revision procedure. Patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced chest pain at some point post implant procedure. On (B)(6) 2020, patient presented in hospital experiencing pneumothorax and pericardial effusion. Computerized thermal imaging showed the right ventricle lead to be protruding from the right ventricle apical area close to 10 mm. On (B)(6) 2020, the right ventricle lead was explanted and replaced. The patient experienced cardio-respiratory arrest during the revision procedure. Patient was stable.